Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient ID not provided. Patient age not provided. Patient weight not provided. Lot number of device not provided. Manufacturing date is unknown. Additional 510(k) number is k072642.

Event description:
It was reported that the abutment screw fractured at the threads. No additional information provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The reported device was returned for investigation. Visual inspection via naked eye and camera magnification confirmed that the screw fractured at the threads. No pre-existing conditions were noted on the product experience report (per). Complainant reported that the abutment screw fractured at the threads. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined. A device history record (DHR) review could not be performed since the lot number associated to the item was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted dating back to 12 months. The complaint history review revealed that there are no existing non-conformance's/CAPA/hhe/d/ie/product holds for the reported product for similar events.

Event description:
No further event information is available at the time of this report.